Manufacturer narrative:
Section d4, expiration date was updated. For both returned test strip vials: the strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. No information was provided in the complaint that would point to a cause for the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer had no issues testing other patients. The test strips were requested for investigation. Both test strip vials were received for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on two accu-chek inform ii meters with serial numbers (B)(6) (meter a) and (B)(6) (meter b) compared to the laboratory. At 8:13 a.m. The result from meter a was 444 mg/dl. At 8:15 a.m. The result from meter a was greater than 600 mg/dl. At 8:19 a.m. The result from meter b using a new vial of test strips with the same lot number was 241 mg/dl. At 8:49 a.m. The result from the laboratory was 89 mg/dl.